Manufacturer narrative:
Reported event was confirmed by review of operative notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part#: unk, unk liner, lot#: unk, part#: unk, unk stem, lot#: unk. Multiple MDR reports were filed for this event, please see associated reports: stem: 0001822565-2019-00079.

Event description:
It was reported that patient had a primary right hip surgery about 9 years ago and was revised about 3 weeks ago due to osteolysis, corrosion, and pseudotumor. Head was explanted and replaced. Attempts have been made and no further information has been provided. No additional patient consequences were reported.